Event description:
It was reported an inaccurate infusion of ceftriaxone. The volume to be infused was 1g/100ml at a rate of 200ml/hr. After thirty (30) minutes there was approximately 50ml remaining in the bag. An additional hour was manually programmed to infuse the remaining volume of 50mls. This occurred multiple times on 3 different pumps. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information : manufacturer narrative. The actual date of event is unknown. Root cause: the probable cause of the inaccurate infusion - ceftriaxone was not identified by bd tech support during the customer call. However, there was no sufficient sample to address the issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an inaccurate infusion of ceftriaxone. The volume to be infused was 1g/100ml at a rate of 200ml/hr. After thirty (30) minutes there was approximately 50ml remaining in the bag. An additional hour was manually programmed to infuse the remaining volume of 50mls. This occurred multiple times on 3 different pumps. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.